Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 900mg/dl. The customer stated that she felt symptoms of nausea, and vomiting before being admitted. Troubleshooting was performed. The customer stated that her doctor did change her basal rates, and carbohydrate ratio before this event. Ran a fixed prime test and the insulin did not exit. No further info was provided.